Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a procedure on (B)(6) 2010. According to the complainant, during the procedure the deployment handle broke. The stent was removed from the patient without problem. Another wallflex enteral duodenal stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient condition post procedure was reported as "ok- the patient was hospitalized". Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The most probable root cause of the reported issues is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a procedure on (B)(6), 2010. According to the complainant, during the procedure the deployment handle broke. The stent was removed from the patient without problem. Another wallflex enteral duodenal stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient condition post procedure was reported as "ok- the patient was hospitalized". Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Since (B)(6), 2010 boston scientific has received the following updated information: the patient had cancer, and the anatomy was not tortuous. The size of the lesion is unknown. The stent was partially deployed inside the patient, but was able to be fully reconstrained prior to removal. The device is no longer available for return.